Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was returned for repair with complaint that the device exhibited a cassette not attached error. No relevant service history was found. No error codes found in event log. Functional testing could not confirm reported issue. However, visual evaluation found the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckled. The dso and uso seals were replaced.